Event description:
A customer reported that the system displayed an error message indicating that the footswitch was not recognized during a cataract intraocular lens (iol) implant procedure. As a result, the surgery was aborted. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).